Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in a non-tortuous and moderately calcified left anterior descending (lad) artery. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion. It was then noted that the proximal part of the stent got frayed as the physician tried to push the stent in. The device was removed from the patient's body. A non-bsc stent was used to replace the device; however, the same thing happened. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the first proximal stent row are damaged with struts lifted and pulled distally. The undamaged distal section of the crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in a non-tortuous and moderately calcified left anterior descending (lad) artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion. It was then noted that the proximal part of the stent got frayed as the physician tried to push the stent in. The device was removed from the patient's body. A non-bsc stent was used to replace the device; however, the same thing happened. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.